Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that sparks emitted from the instrument after the customer inadvertently spilled cuvette conditioner at the back of the instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse observed that cuvette conditioner was spilled in the drawers, over the horizontal and vertical pumps, and power supply. The cse also observed when the heater breaker was pressed, the circuit protector tripped. The cse replaced the distribution chassis, heater power supply, and temperature controller. Then, the cse adjusted the temperature for the reaction tray. The instrument emitted a spark due to a use error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
After inadvertently spilling cuvette conditioner on the back of the advia chemistry xpt instrument, the operator observed that sparks emitted from the instrument. Subsequently, the instrument powered down. There was no smoke, fire, nor injury. There are no known reports of adverse health consequences due to this event.